Event description:
It was reported that the rigid video scope had an electrical issue with cord and lines on screen when plugged in. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, device evaluation found distal fiber breakage, cuts in light guide cable, and cracks on side of vc. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.